Event description:
Boston scientific received information that during the implant of this device, the shock impedance measurements were greater than 125 ohms when the chronic right ventricular (rv) lead was connected to the device. The lead was reconnected to the device many times; however, the shock impedance measurements remained out of range. The previous device was then reconnected to this lead and the lead was tested and confirmed to be compromised. A new lead was then implanted with no further complications noted. No adverse patient effects were reported. At a later date, this ICD was explanted and replaced with a dual chamber ICD. There were no additional allegations made against the functionality of this product.

Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.